Event description:
It was reported that backup vvi reset was observed via a (B)(4) transmission. Patient was asymptomatic and presented in-clinic for further investigation. Device software was reloaded successfully. Patient will be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device went into software reset a second time. The patient was asymptomatic. The device was successfully restored and remains implanted.